Event description:
It was reported that an unexpected reset occurred. There was no reported impact to the customer¿s blood glucose level. The pump was expected to be returned for further examination, and a replacement pump with a new serial number was provided.